Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as infection was not product contributed. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient experienced an infection caused by the pick line. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).